Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe foreign matter found in fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the customer states that the tip of the syringe was mouldy, and they use these for patients on dialysis.

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2111147, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected using the microscope for magnification, no foreign matter or other particles were observed on the tip or any other part of the syringes. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter and all equipment undergoes routine cleaning. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe foreign matter found in fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the customer states that the tip of the syringe was mouldy, and they use these for patients on dialysis.